Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
Complainant reported the patient had an impella 5.5 implant and after the pump was implanted, the purge pressure gradually increased and a purge pressure high alarm appeared. Various measures were attempted such as replacing the purge set and increasing the amount of purge heparin, but there was no improvement. Additionally, it was stated there was a bend in left subclavian artery of about 90 degrees, and a kink was suspected. The pump was explanted and replaced. There was no patient harm.